Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing intermittent difficulty charging the pump despite the attempt of multiple usb cables. Reportedly, the customer sometimes has to maneuver the cable into the charging port at a certain angle. The customer's blood glucose level was not impacted.